Event description:
It was reported that a peritoneal dialysis (pd) patient presented to the outpatient home dialysis clinic on (B)(6) 2020, due to experiencing slow drains. The patient was sent as an outpatient to the access clinic, and radiological studies showed the patient's pd catheter (not a fresenius product) had migrated out of position. On (B)(6) 2020, the patient returned to the access clinic and underwent a fluoroscopic repositioning of the pd catheter with good success. The patient returned home following the procedure in stable condition and was able to complete continuous cyclic peritoneal dialysis (ccpd) the same evening without difficulty. Fresenius complaint record (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).